Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and the generator interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the loss of patient image data. No patient or user injury was reported.